Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: since feb. 16th it has been detected incidents in the lab facility, in which results of 6 patients from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility. Patient #1: previous kidney infection 15 days before sample draw. Patient has high frequency, and previous results are normal.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: since feb. 16th it has been detected incidents in the lab facility, in which results of 6 patients from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 06/28/2022. H.6. Investigation summary: bd received 25 samples and 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for erroneous results was not observed. Review of the photos provided showed fibrin in the sample. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain, customer, and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The patient went to an emergency room due to the result obtained. The following information was provided by the initial reporter. The customer stated: since (B)(6) it has been detected incidents in the lab facility, in which results of 6 patients from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility. Patient #1: previous kidney infection 15 days before sample draw. Patient has high frequency, and previous results are normal. Describe event: correct to add ¿patient went to an emergency room due to the result obtained¿ additional information received on 31.mar.2022: ¿ have erroneous results been released to patients/health professionals? A: yes, on two occasions patients (B)(6) ((B)(6) 2022) and (B)(6) ((B)(6) 2022); the other 4 patients did not. ¿ if yes, has there been any impact, change in treatment, misdiagnosis or other consequence? (Detail) a: not an impact that clinically affects the patient. In patient (B)(6), he went to an emergency room due to the result obtained, there they repeated studies and they came out normal. No change in treatment. We cause an additional cost to the patient. (B)(6), performed again on p. Biochemical in another laboratory, turning out these to be normal. There was no clinical impact.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for erroneous results was not observed. Review of the photos provided showed fibrin in the sample. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Additional information has been received changing the event type from malfunction to serious injury. B.1. Adverse type: is reported as both adverse and a product problem. B.2. Event attributed to: required intervention. B.5. Event description:it was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The patient went to an emergency room due to the result obtained. The following information was provided by the initial reporter. The customer stated: since (B)(6) it has been detected incidents in the lab facility, in which results of (B)(4) from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove 25 tubes from this batch from the facility. Patient #1: previous kidney infection 15 days before sample draw. Patient has high frequency, and previous results are normal. Describe event: correct to add ¿patient went to an emergency room due to the result obtained¿. Additional information received on 31.mar.2022: ¿ have erroneous results been released to patients/health professionals? A: yes, on two occasions patients (B)(6) ((B)(6) 2022) and (B)(6) ((B)(6) 2022); the other 4 patients did not. ¿ if yes, has there been any impact, change in treatment, misdiagnosis or other consequence? (Detail) a: not an impact that clinically affects the patient. In patient (B)(6), he went to an emergency room due to the result obtained, there they repeated studies and they came out normal. No change in treatment. We cause an additional cost to the patient. (B)(6), performed again on p. Biochemical in another laboratory, turning out these to be normal. There was no clinical impact.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The patient went to an emergency room due to the result obtained. The following information was provided by the initial reporter. The customer stated: since (B)(6) it has been detected incidents in the lab facility, in which results of (B)(4) from this only one exclusive facility were presenting a very marked standard and not compatible with their clinical history. The standard mentioned is that the glucoses and electrolytes were too low, and then it was asked for a new sample draw in which the new results were completely different. All pre-analytical errors that have been found are described in red in the 2nd table attached, and were handled from the 3rd patient on; however, the incidents have kept happening. Until the 6th patient, then it was decided to remove (B)(4) from this batch from the facility. Patient #1: previous kidney infection 15 days before sample draw. Patient has high frequency, and previous results are normal. Describe event: correct to add ¿patient went to an emergency room due to the result obtained¿ additional information received on 31.mar.2022: ¿ have erroneous results been released to patients/health professionals? A: yes, on two occasions patients (B)(6) ((B)(6) 2022) and (B)(6) ((B)(6) 2022); the other (B)(4) did not. ¿ if yes, has there been any impact, change in treatment, misdiagnosis or other consequence? (Detail). A: not an impact that clinically affects the patient. In patient (B)(6), he went to an emergency room due to the result obtained, there they repeated studies and they came out normal. No change in treatment. We cause an additional cost to the patient. (B)(6), performed again on p. Biochemical in another laboratory, turning out these to be normal. There was no clinical impact.